Manufacturer narrative:
Final device analysis revealed that the lead was crushed at the proximal/connector end, noted to be a procedural issue. The conductor was stretched. The tines were noted to be ok. The functional test concluded that continuity was acceptable and there were no shorts between circuits.

Event description:
It was reported that the lead was difficult to insert into the battery intraoperatively. The electrode #2 was >4000 ohms during an impedance checking at 2 volts and 3 volts. The lead appeared damaged upon visual inspection. The lead was replaced and the implant was completed. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Implantable neurostimulator (ins): model unk, implanted: unk, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.